Event description:
A customer reported to baxter (B)(4) a solution administration set in which an over infusion occurred. According to the report, the facility was infusing a g5% 1 liter bag (makopharmma) which started at 07:00 and the nurse had set the roller clamp on the lowest rate position for an expected 24 hours perfusion. Reportedly, at 12:00 it was observed that the bag was almost empty and that the position of the roller did not change. According to the reporter, the roller clamp was unusually slack and not firmly fixed on its position. A test has been performed by the pharmacist comparing the roller between a set from the involved batch number and another set from another batch. Reportedly, it was observed that for the same flow rate the position of the roller is very different. The event occurred during patient use. The patient experienced an abdominal oedema that did not lead to complication as the patient has recovered. There was no report of further patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Two companion samples were returned for evaluation. A visual inspection and functional testing was performed and no non-conformances were found. A gravity test was performed on the two samples received and results passed as were within the acceptance criteria required. The reported problem was not confirmed through the companion samples received. The exact root cause that has lead to this reported non-conformance couldn't be established. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.